Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu343420j/17784312, UDI: (B)(4).

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent emergent endovascular treatment of a ruptured descending thoracic aortic aneurysm and was implanted with conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. The condition of the patient's descending aorta at the time of implant was reported to be severely tortuous and shaggy with "huge" amounts of hematoma present. When the patient awoke from anesthesia paraplegia was observed. A spinal drain was immediately placed but the paraplegia was not resolved. The physician reports that hypotension related to the pre-existing aortic rupture coupled with the wide range of stent graft placement caused or contributed to the paraplegia.